Manufacturer narrative:
Additional information received; the follow up CT's were performed on (B)(6) 2026. Update to initial aware date; correct date is 03 mar 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion the reported thrombus build-up in the proximal stent graft could be confirmed on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. The clinical indication for the femoro-femoral bypass was not provided; however, poor distal run-off secondary to peripheral arterial disease (pad) may have been a contributing factor. Additional potential contributors include an undisclosed or undiagnosed coagulopathy. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Additional information received; it was noted that coil embolization of the right internal iliac artery was performed one month prior to the index procedure in preparation for repair of the aneurysm. The evar would also include left internal iliac artery embolization also as a left common iliac artery aneurysm was also present. 4 x endurant limbs were used to extend into the external iliac arteries and a reliant balloon was used to mold the main body and limbs. A final angiogram was performed showing that both renal arteries were patent in addition to both external iliac arteries. There did not appear to be any evidence of type 1 or type 2 endoleak. The patient tolerated the procedure well and was transported to the postoperative recovery area in stable condition. It was noted that the patient had a fem-fem bypass which was thought to have occurred after the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An (B)(6) stent graft was implanted during the endovascular treatment of an aaa. It was reported that a 3 month follow-up CT showed significant thrombus growth in the proximal portion of the endurant main body stent graft. It was confirmed there was disruption and formation of thrombus at proximal portion of the endurant main body device with thrombus beginning to form within 3 months of endurant implant.  No surgical intervention has been completed at present but thepatient has been put on blood thinners and will be observed. No cause was provided. No additional clinical sequalae was provided and the patient will be monitored.